Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "system error @1010" was not reproduced. A review of the event history log revealed "system error 20602 monitor motor stall" message. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified as system error 20602 monitor motor stall. The cause of the condition was found fluid residue in the tubing channel. The mechanism required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned novum iq large volume pump, a system error 20602 (monitor motor stall) was observed. No additional information is available.